Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per swi (B)(4) complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the wrong item code came through than what was expected at the cabinet. A technical support specialist found that the facility was able to do the add item and get what they needed, which resolved the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a generic medbank system had an issue in which a medication request for nitrofurantoin 100mg for a patient was attempted, but the system repeatedly displayed a notice stating that warfarin could not be issued, which was a completely different medication. There were no adverse events or injuries reported based on this incident.